Manufacturer narrative:
The cause for the non reproduced falsely elevated advia centaur xp vancomycin patient result is unknown. The patient sample was drawn in a thrombin collection tube. Siemens is investigating the incident. The instruction for use under the specimen collection and handling section states the following: "serum, heparinized plasma, and edta plasma are the recommended sample types for this assay."

Event description:
A falsely elevated advia centaur xp vancomycin patient result was observed by the customer, and the reported result was questioned by the physician. The patient sample was tested on an alternate advia centaur system and the vancomycin results were lower. A corrected report was issued. There was no report of patient treatment being prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp vancomycin result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00235 on 12/01/2016 for a falsely elevated advia centaur xp vancomycin patient result. On 12/08/16 - additional information: the cause for the non reproduced falsely elevated advia centaur xp vancomycin patient result is unknown. The patient sample was drawn in a thrombin collection tube and may be a contributing factor. Pre-analytical factors cannot be ruled out. No conclusion can be drawn. The instruction for use under the specimen collection and handling section states the following: "serum, heparinized plasma, and edta plasma are the recommended sample types for this assay."